Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v020186, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v043903, implanted: (B)(6) 2007,product type lead. (B)(4).

Event description:
It was reported that the dbs system was "misfiring". It was later reported that the patient had a fall about a month ago and several weeks later had disc surgery in her neck. It was noted that there were no changes in therapy before the disc surgery. Following the surgery the patient experienced a severe shocking or jolting sensation that travelled from the ins pocket up the neck and down the patient's arms. The sensation wouldn't go away with stimulation on or off, though it eventually did go away. It was unknown if the ins was turned off for the surgery, however the patient had not turned the ins on since the shocking sensation. It was noted that impedances were between 1,200-4 ,000 ohms, which was within normal limits. It was reported that the hcp was considering removing the ins and the patient was coming into the office next week. It was later reported that the shocking was determined to be radiculopathy due to inflammation related to the surgery. The patient¿s device was turned back on (B)(6), 2013 and it was reported that the issue had not returned and the patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that impedance check was done and there were some ¿out-of-range results.¿ it was noted that on the left subthalmic nucleus, there were four ¿that are out of range.¿ the impedances were taken at 0.7 volts. It was later reported that the impedance check showed slightly high values for some electrode combinations but ¿nothing indicate an open circuit.¿

Manufacturer narrative:
(B)(4).